Event description:
It was reported to nova biomedical that a consumer went to the hospital on the advice of her physician after receiving high blood sugar results. During the call to customer support, it was revealed that the consumer used expired control solution on her test strips to determine their integrity and accuracy. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.